Event description:
Allegedly liner fractured and was removed. Dr does "not think the failure should be seen as a reflection of poor quality, but m.d. Does want to get some idea of what went on. M.d. Thinks that there are some pt factors involved too." Advised that ceramic head was also revised.